Event description:
Mobile stim had intensity shoot up suddenly and caused muscle spasm and pain to pt. Questionnaire indicated that it was a (B)(6) male weighing (B)(6) with a pre-existing condition of a hamstring grade 1 tear. The questionnaire reported that the pt did not have allergies to latex and there were no abnormalities present on the skin. Treatment was not interrupted but questionnaire indicated that progress towards recovery was impeded due to the incident as the muscle spasm. The wave treatment used was ifc 2 pole and no error was displayed on the unit but intensity increase was displayed.